Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause was determined to be failure to follow the dfu. The dfu instructs to examine the label on the unopened package for model, power, proper configuration and expiration date. The carton label has the three minus designations: the word minus is printed beside the product name; the symbol (-) is beside the diopter; the word minus is printed above the symbol (-). The lens case label has two designations: the word minus in parenthesis is written above the word power; the diopter power has a negative sign. Action taken: a team has formed with enhancements in evaluations. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 by fax and mail. Add'l info was received in a f/u phone call on (B)(6) 2011. A completed questionnaire was received on (B)(6) 2011. (B)(4).

Event description:
A risk mgr reported that during an intraocular lens (iol) procedure, the wrong lens was implanted in a pt. On the day of surgery, the circulating nurse had the specified lens available and prior to the surgery the eye surgeon looked at the lens and agreed it was the correct lens. A time out was performed prior to the procedure. Following completion of the procedure, but before the pt left the operating room, the eye surgeon realized that the wrong iol was implanted. Instead of implanting a (+) 4.0 diopter lens, a (-) 4.0 diopter lens was implanted. Both the circulating nurse and the surgeon checked the lens before surgery. Both saw the 4.0 printed on the box, but neither realized it was a negative (-) lens vs positive (+) lens. The iol was removed and replaced through an enlarged incision before the pt left the operating room. In a f/u phone call with the surgeon's office, the pt was reported to be stable and doing well. Add'l info was received from the surgeon, who indicated the event resolved following the lens exchange. An unapproved viscoelastic was reported to have been used during the surgical procedure.